Event description:
It was reported that after an interventional, peripheral procedure, arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the posterior needle was not captured by the posterior cuff. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in the posterior needle not being captured by the posterior cuff. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch manufacturer report number. Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as indicated by the link remaining threaded through the suture bearing area with the anterior and posterior cuffs remaining within their respective foot pockets. The common femoral artery was reportedly heavily calcified. The perclose proglide device instructions for use states, under special patient populations, that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.